Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included partial salpingectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping,") and fatigue ("fatigue"). The patient was treated with surgery (underwent a pelvic surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of right tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included partial salpingectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping,") and fatigue ("fatigue"). The patient was treated with surgery (underwent a pelvic surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain/pain: pelvic') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid - pelvic inflammatory disease') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included ectopic pregnancy in 2005, partial salpingectomy, multigravida, parity 2 (date of birth: (B)(6) 2004, (B)(6) 2006.) And fallopian tube necrosis. Concurrent conditions included adenomyosis, ovarian cyst, uterine bleeding, discomfort and menopause. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/lower quadrant pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral),salpingectomy(unilateral) and total hysterectomy (uterus and cervix removed),bilateral oopherectomy,unilateral salpingectomy-right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the pelvic inflammatory disease, menorrhagia, hormone level abnormal and vaginal haemorrhage outcome was unknown and the arthralgia, abdominal pain lower, fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was only 1 trailing coil on the right side. The left tube was not occluded as historically that has been removed from an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of right tube, right tube occlusion only. Unilateral occlusion (right tube occluded).. Pathology test - on (B)(6) 2017: pathologic diagnosis: uterus with cervix, bilateral ovaries and right fallopian tube, hysterectomy: proliferative endometrium without hyperplasia or atypia. Adenomyosis. Serosal fibrous adhesions. Left ovarian follicular cyst. Right ovarian simple serous cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included partial salpingectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping,"), fatigue ("fatigue"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral),salpingectomy(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the arthralgia, abdominal pain lower, fatigue, menorrhagia, hormone level abnormal and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of right tube, right tube occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-aug-2019: new pfs received- new events added: back pain, hormonal changes, dysmenorrhea (cramping),menorrhagia were added.new reporter information was added. Outcome of event pain from unknown to recovered/resolved was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain/pain: pelvic') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid - pelvic inflammatory disease') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included ectopic pregnancy in 2005, partial salpingectomy, multigravida, parity 2 (date of birth: (B)(6) 2004, (B)(6) 2006.) And fallopian tube necrosis. Concurrent conditions included adenomyosis, ovarian cyst, uterine bleeding, discomfort and menopause. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/lower quadrant pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral),salpingectomy(unilateral) and total hysterectomy (uterus and cervix removed),bilateral oopherectomy,unilateral salpingectomy-right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the pelvic inflammatory disease, menorrhagia, hormone level abnormal and vaginal haemorrhage outcome was unknown and the arthralgia, abdominal pain lower, fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was only 1 trailing coil on the right side. The left tube was not occluded as historically that has been removed from an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of right tube, right tube occlusion only. Unilateral occlusion (right tube occluded).. Pathology test - on (B)(6) 2017: pathologic diagnosis: uterus with cervix, bilateral ovaries and right fallopian tube, hysterectomy: - proliferative endometrium without hyperplasia or atypia. - adenomyosis. - serosal fibrous adhesions. - left ovarian follicular cyst. - right ovarian simple serous cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet & mr received. Events: abnormal bleeding (vaginal),pid - pelvic inflammatory disease was added. Lot number was added. Event outcome was updated for the events: hip pain, cramping, fatigue, lower quadrant pain. Concomitant conditions, historical conditions and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.